Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, a review of the black box showed multiple consecutive ¿cs052¿ slave processor communication error alarms. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, with no ¿cs052¿ alarms or any other alarms occurred during the investigation. Investigators were unable to duplicate the ¿cs052¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.